Event description:
It was reported that, during implant testing, it was difficult to induce an arrhythmia. The system would induce for several seconds and then the patient went asystole. The doctor inserted a temporary catheter and induced that way. It took several attempts for a successful induction. Also, during testing, there was no pacing post-shock while the patient's rhythm was asystole. Technical services suspects that the anesthesia may be playing a role. The system was successfully implanted. There were no adverse patient effects.